Event description:
A report was received that the patient's ipg is not responding. After multiple failed troubleshooting attempts the patient's ipg was replaced. The patient is reportedly doing well following the revision.